Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose after a factory restart, including a low of 50 mg/dl that resolved with oral sugar and was accompanied by ilet alerts. Symptoms included none reported. Outcomes included no outside assistance and no medical intervention. Investigation included troubleshooting and education on meal announcements, low treatment practices beyond 15 g every 15 minutes, and guidance to verify unexpected readings with a glucometer and consult a clinician for individualized low corrections. Investigation of this case revealed no device malfunction identified and an unclear cause for the hyperglycemia noted in the case record. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.